Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient performed an interroation through the remote home monitoring system. The data was reviewed by the clinic and the syncope was determined to be unrelated to the device.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and contacted a boston scientific company representative to inquire if the remote home monitoring equipment captured the episode. Remote home monitoring equipment function was explained to the patient and the option of performing a patient initiated interrogation was discussed. The patient was then referred to their physician. No additional adverse patient effects were reported. This product remains implanted and in service.